Manufacturer narrative:
The pump was received with a motor error alarm during the rewind and a motor position encoder error alarm was confirmed in the history file due to an out of phase motor encoder signal. The pump passed the stop and run currents tests. Unable to perform the self test, unexpected restart, displacement, basic occlusion, occlusion, prime and no delivery alarm tests due to the motor error alarm. The pump had a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 6.7 mmol/l at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.